Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during embolization of an aneurysm at the top of the left internal carotid artery the subject balloon did not inflate and deflate when inserted into the target lesion. The subject device was removed and replaced. The procedure was completed successfully with a surgical delay of 15 minutes with no clinical consequences to the patient.

Manufacturer narrative:
H3 summary attached - updated. H3 device evaluated by mfg ¿updated. H4 manufacturing date ¿ added. D4 expiration date ¿ added. D10 product available to stryker ¿ updated. D10 returned to manufacturer on ¿updated. Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, a dried procedural fluid noted inside of the balloon was noted. There were no other visual anomalies noted to the device. During functional testing, an unsuccessful attempt was made to flush the device and advance a demo guidewire, the balloon catheter shaft was found to be blocked/occluded at 153 cm from the hub. The balloon catheter was cut in order to inflate the balloon with no success as the demo guidewire could not be advanced through due to the buildup of a dry procedural fluid. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event 'balloon failed to inflate' was confirmed during analysis. The reported event 'balloon difficult/unable to deflate during use' could not be confirmed; however, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that there was no damage noted to the packaging prior to opening, the subject balloon was inside the patient when the reported event occurred. A syringe with 50% saline and 50% contrast was used to inflate the balloon. The correct inflation medium was used to inflate the balloon as per the dfu. The device was not inflated over nominal pressure and no excessive pressure was used. The balloon was able to be successfully inflated during preparation. No leakage was observed during preparation. The devices used in conjunction with the subject device were a long sheath, distal access catheter, balloon with a microguide. The device was found to be blocked/occluded with contrast saline and could not be inflated during analysis due to the dried contrast. It is most likely that the device was prepped in advance of the procedure and the contrast solidified in the catheter shaft resulting in the reported event. The as reported ¿balloon difficult/unable to deflate during use¿ and ¿balloon failed to inflate¿ and the as analyzed 'balloon catheter shaft blocked/occluded' and 'balloon failed to inflate' will be assigned procedural factors as these defects appear to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural or anatomical factors during use.

Event description:
It was reported that during embolization of an aneurysm at the top of the left internal carotid artery the subject balloon did not inflate and deflate when inserted into the target lesion. The subject device was removed and replaced. The procedure was completed successfully with a surgical delay of 15 minutes with no clinical consequences to the patient.